Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was updated with additional information about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty charge coupled device unit (ccd) could not be determined. It is possible that the defective ccd was caused by unacceptable tension in the ccd holder assembly due to the use of an adhesive not adapted to the load or temperature collective, and created an insufficiently formed adhesive layer, due to asymmetrical alignment of the spring to the ccd holder before the bumper sleeve is joined, or pre-existing damage to the ccd holder assembly due to the use of a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the charged coupled device was defective and causing the colored image. The device evaluation also found that there was a cut in the video cable and water ingress in the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the screen was flickering and green when the wire is touched (at 30cm from the terminals) . The issue was found during an unspecified procedure. There were no reports of patient harm.